Event description:
The customer reported that the freedom driver exhibited low cardiac output (co) while supporting a patient. The customer also reported that the driver made a "different" operating noise but the patient was asymptomatic. The patient was subsequently switched to the backup freedom driver without adverse impact. Although the freedom driver exhibited low cardiac output, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.